Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer reported receiving 12 no delivery alarms in the past. The customer reported their blood glucose was 211 mg/dl and after treatment with a bolus, they received no delivery alarms. The customer then reported their blood glucose rose to 423 mg/dl shortly after. Customer also reported their no delivery alarm would stop after an infusion set change. The customer will be returning their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.